Event description:
During an in-clinic follow-up, increased defibrillation impedance were observed on the right ventricular (rv) lead. The device was reprogrammed as an interim resolution. The patient is stable and will continue to be monitored.